Event description:
It was reported that the lead was replaced with a smaller lead due to the patient having weakness in the right leg after implant. It was stated that everything looked okay but a smaller lead would be more desirable due to patient having rib pain. Patient status at time of this report was noted as alive with no injury/no adverse event. After replacing the lead, it was stated that the patient got coverage and rib pain had resolved.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 37754 lot# serial# (B)(4), product type recharger. (B)(4).

Event description:
Follow up information received clarified that the patient had weakness following the lead revision. No additional information was available.